Manufacturer narrative:
(B)(4) customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "crimping device didn't work. We had a dog on the surgical table and were going to close with staples and they did not work. Luckily we had another". No patient harm or injury. The patient status is reported as "fine".